Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. Pump received with severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an low level hardware failure. The customer¿s blood glucose was 140 mg/dl. Customer states insulin pump error alarm occur during normal clear alarm and finish complete prime process customer states that on 2nd occurrence run a self test was passed. The device will be returned for analysis.